Event description:
It was reported that a zero tip basket device was used during a ureteroscopy (urs) procedure. During the procedure, the basket wire snapped off and stayed inside the patient when the device was removed. Reportedly, the broken piece was removed with another basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire detached. Impact code f23 is being used to capture the reportable event of unexpected medical intervention.